Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation and the reported failure was not confirmed, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the video system center experienced no image. There were no reports of patient harm.